Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported slda could not be determined. The reported patient effect of reported mr was a cascading event of reported slda. However, mr as listed in the mitraclip system instructions for use is known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring surgical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. At the one month follow up on (B)(6) 2021, it was noted the clip had detached from one leaflet (single leaflet device attachment (slda)) and the mr increased. The patient was sent for surgery on (B)(6) 2021. No additional information was provided.